Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that patient is the in hospital due to the pd catheter (not a fresenius product) not working. During follow-up, it was noted the patient was admitted on (B)(6) 2025 and found to have suspected peritonitis. Cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s pdrn. The patient¿s mother had contacted the pd clinic on (B)(6) 2025 to report the patient had gastrointestinal (gi) symptoms with nausea and vomiting. The mother called back again to report that the pd catheter was not working and that she was taking the patient to the emergency room (ER). The patient was seen in the ER where pd cultures were obtained. The patient was admitted to the hospital and subsequently diagnosed with peritonitis. The cultures resulted positive for elizabethkingia meningoseptica. No documentation was found related to the patient¿s antibiotic therapy, but it was noted that the patient was responding. The patient¿s pd catheter still was not working. The pd catheter was removed (date unknown) and the patient was transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis event is unknown, however; the pdrn noted this organism is found in contaminated water sources. The patient did not report any cassette leak or other issue with any fresenius product or any breach in technique. No further information pertaining to the peritonitis event was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis event was confirmed, the culture results of (B)(6) meningoseptica suggests a contamination event as this organism is widely found in soil, plants and water, including adequately chlorinated municipal water supplies, but is not part of normal human microflora. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that patient is the in hospital due to the pd catheter (not a fresenius product) not working. During follow-up, it was noted the patient was admitted on (B)(6) 2025 and found to have suspected peritonitis. Cultures were obtained, but no results were available. Additional information was obtained through follow-up with the patient¿s pdrn. The patient¿s mother had contacted the pd clinic on (B)(6) 2025, to report the patient had gastrointestinal (gi) symptoms with nausea and vomiting. The mother called back again to report that the pd catheter was not working and that she was taking the patient to the emergency room (ER). The patient was seen in the ER where pd cultures were obtained. The patient was admitted to the hospital and subsequently diagnosed with peritonitis. The cultures resulted positive for elizabethkingia meningoseptica. No documentation was found related to the patient¿s antibiotic therapy, but it was noted that the patient was responding. The patient¿s pd catheter still was not working. The pd catheter was removed (date unknown) and the patient was transitioned to hemodialysis (hd). The patient remains hospitalized. The cause of the peritonitis event is unknown, however; the pdrn noted this organism is found in contaminated water sources. The patient did not report any cassette leak or other issue with any fresenius product or any breach in technique. No further information pertaining to the peritonitis event was provided.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.